Event description:
It was reported that the right ventricular lead exhibited r-wave decrease and high capture thresholds. It was noted that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.